Manufacturer narrative:
The pod arrived not deployed. As the needle mechanism never deployed, it is impossible for it to have deployed early. An 0x34 alarm was generated at fill, indicating processor reset for unknown reason. No damages were observed. The pod was reset and reran without incident. The 0x34 alarm is independent of the reported event. The cause of the observed alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle deployed after removing the needle guard. The pod was not worn, and no adverse patient impact was reported.